Event description:
During an initial implant, when connecting the left ventricular (lv) lead to the device, no pacing was able to be observed. The lv lead was disconnected from the device and tested on the psa where it paced as anticipated. The device was exchanged and again no pacing was observed when the lv lead was connected. The lv lead was then exchanged and pacing was observed as anticipated to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.